Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase the patient became hypotensive, and cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed, and 400 ml of fluid were removed. Extended hospitalization was not required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition and procedure related. Transseptal puncture was not performed. There was no evidence of steam pop during the ablation. The irrigation was set at 15ml/min. No error messages nor product malfunctions were reported with any bwi product. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 2mm range, 3 seconds time, 25% force over time over 3 seconds, 2mm tag size; no additional filter was used. The color option used prospectively was force.

Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase the patient became hypotensive, and cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed, and 400 ml of fluid were removed. Extended hospitalization was not required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition and procedure related. On june 9, 2020, the product investigation was completed. Device evaluation details: the device was visually inspected and it and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions were found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).